Event description:
It was reported that the port was implanted in 1999 for chemotherapy administration. In 2000 an x-ray showed that the catheter was detached from the port. The port and catheter were removed via a surgical procedure. There were no pt complications.